Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. No issues or nonconformities were noted upon manufacturing record review. Case details were reviewed. No unit was returned for evaluation. It is unknown what damages were incurred on the wire. The point of separation is also unknown. The IFU states the following warning and precaution: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. As per the additional information received, the wire broke at the transitional point in the subcutaneous tissue. The wire is dislodged in the pericardium. Piece was not retrieved. No additional intervention was employed. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "regarding the micropuncture wire he feels that is underneath the skin and does not need to be retrieved at this time". Additional information: during a pericardiocentesis procedure, a small 018 micro puncture wire broke off at the transitional point which is in the subcutaneous space. General surgery was consulted. Patient had a chest x-ray obtained, as per general surgery it seems that patient's micro puncture guidewire is dislodged in the pericardium. The patient was taken to ICU post procedure then later in the afternoon transferred to tertiary hospital ICU for cardiothoracic surgery evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "regarding the micropuncture wire he feels that is underneath the skin and does not need to be retrieved at this time." Additional information: during a pericardiocentesis procedure, a small 018 micro puncture wire broke off at the transitional point which is in the subcutaneous space. General surgery was consulted. Patient had a chest x-ray obtained, as per general surgery it seems that patient's micro puncture guidewire is dislodged in the pericardium. The patient was taken to ICU post procedure then later in the afternoon transferred to tertiary hospital ICU for cardiothoracic surgery evaluation.